Event description:
The customer reported a falsely decreased sodium and potassium result generated on the alinity c processing module on a patient. The following results were provided: (B)(6) 2023 sid (B)(6). Sodium = < 100 / 143.3 mmol/l; potassium = 2.09 / 3.87 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Section a1 patient identifier complete sid: (B)(6).

Manufacturer narrative:
During the subsequent site visit by the field service engineer (fse) the analyzer was inspected, and various diagnostic checks of the system, cleaning, and parts replacement were performed (ict cable and ict module). A review of the analyzer service history and logs identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the site visit by the fse. The alinity systems operations manual addresses sample results observed problems for erratic results. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of the clinical chemistry platforms tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. Based on the investigation no systemic issue or deficiencies were identified.

Event description:
The customer reported a falsely decreased sodium and potassium result generated on the alinity c processing module on a patient. The following results were provided: (B)(6) 2023 sid (B)(6): sodium = < 100 / 143.3 mmol/l; potassium = 2.09 / 3.87 mmol/l no impact to patient management was reported.